Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the monopolar 1 receptacle had a broken actuator. The monopolar 1 receptacle was replaced to address the condition. The monopolar 1 and monopolar 2 receptacles did not key. The steering relay pcba was replaced to address the conditions. No evidence of cut and coag activating simultaneously. It was reported that the monopolar 1 did not work and the device did not indicate that monopolar 1 had been activated. The reported issues were confirmed. The most likely cause was traced to component failure. It was also reported that when testing the coag, the device indicated that both the cut and the coag had been activated. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of the touchscreen had a gouge and a scratch across the surface. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that monopolar 1 was not working. When the device was tested with the electro cautery pen on monopolar 1, the device did not indicate that monopolar 1 had been activated and when testing the coag, the device indicated that both the cut and the coag had been activated. There was no patient involvement.